Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an internal log file review, it was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) had displayed a da error message. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.